Manufacturer narrative:
Ge service representative performed an on site investigation. Both monitors were replaced and the fan filter was cleaned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system right monitor was dim and both monitors had image burn into it. No pt injury was reported.